Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that within the second day of pod wear, the device initiated an occlusion alarm. His bg levels at the time were high (greater than 250 mg/dl). No additional info was provided about the device or the event. The pod was removed and will be returned for eval.